Event description:
The issue occurred in a system 2000, a bath system for assisted bathing. It was reported from the customer that there was a leakage of disinfectant during first use of the hydro massage. No injury to the pt. Ref # 9611530-2013-00046.